Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (B)(4).

Event description:
It was reported that during a stent placement procedure in a calcified sfa via a contralateral approach, the tip of the device allegedly broke during successful deployment. It was further reported that a new access site was made distally to remove the broken tip. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in a calcified sfa via a contralateral approach, the tip of the device allegedly broke during successful deployment. It was further reported that a new access site was made distally to remove the broken tip. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent as the stent had been released inside patient. The distal end of the inner catheter was found fractured. The stent housing was found with a one-sided kink pattern which may indicate tortuous anatomy. An indication for a process related issue could not be found. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to accessories the IFU states: 'gain (...) Access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger' and 'insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'.